Event description:
A coronary stent with delivery sys was successfully advanced to the target lesion site in the pt's graft to the left anterior descending artery. Upon attempted balloon catheter inflation, it was reported that the balloon ruptured at 5 atmospheres of pressure resulting in the stent being partially expanded. In response, another balloon catheter was successfully utilized to fully expand and deploy the stent. There were no add'l complications reported relative to this event.